Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. A request for the return of the product has been made.

Manufacturer narrative:
(B)(4). The lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room where noise was noted to be present on the rv channel. The noise was oversensed and led to an inappropriate shock as well as pacing inhibition with associated dizziness. The noise was able to be reproduced with arm movements. An increase in rv pacing threshold was also noted. An insulation breach was suspected. An x-ray was performed that showed the patient's leads were close together. The device was programmed to doo at 75 with electrocautery mode activated. The patient was then fitted with a lifevest. Due to the patient's current medical condition, a system revision was planned for approximately six months out. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.